Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the bags had a hole and the surgeon unable to remove the specimen. The specimen fell into the patient. They finally remove the specimen with a 10mm bag. The surgical time was extended by more than 30 minutes due to the product problem. There were 4 in total devices to have a hole in each of them, and all were from the same lot. There was no patient injury.

Manufacturer narrative:
Correction: (device code) this event has been reassessed. The event is no longer considered a malfunction and is now classified as a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional evaluation confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic splenectomy procedure, the bags had a hole and the surgeon unable to remove the specimen. The specimen fell into the patient. They finally remove the specimen with a 10mm bag. The surgical time was extended by more than 30 minutes due to the product problem. There were 4 in total devices to have a hole in each of them, and all were from the same lot. There was no patient injury.